Manufacturer narrative:
Method - manufacturing and qc records to be reviewed. Results - the manufacturing and qc records have been reviewed. There were a total of 7 grafts produced in the batch. They were all distributed between april and june 2009. All the grafts passed the 100% porosity test. There was nothing to suggest any problems with the batch. The usage rate is such that it is expected the majority of grafts have been implanted. There have been no other incidents reported for this batch of vascular prostheses. Vascutek are aware of previous occurrences where reintervention has been required to stem blood flow. (B)(4). It is not known what caused the leakage on this occasion. Clinical trial data: leakage is a known and expected complication of vascular graft implantation. The original vascutek clinical trial for gelatin sealed devices had a leak incidence of 2.5%. The current incidence for gelatin sealed grafts is less than 0.04%. Conclusions - vascutek will respond to the surgeon and provide details of the response in our final report.

Event description:
The event occurred at (B)(6) hospital. The event is being reported as intervention was required to stop bleeding from a gelweave vascular prosthesis. The patient underwent an aorta replacement procedure using a gelweave ante-flo single branch graft on the (B)(6) 2009. On (B)(6) 2009, the doctor opened the chest again and stopped bleeding using tacocomb. Fever was reported, but no bacterial infection was identified in any of the blood that had been drained.